Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device reached eri prematurely. The patient has not experienced any symptoms. The most recent in clinic interrogation stated that the battery had reached eri on (B)(4) 2016, and reached eol on (B)(4) 2016. Review of session records noted drop in battery voltage after (B)(4) 2016. Premature battery depletion was noted. Device replacement was planned.